Event description:
It was reported by service report that the footboard had no power, and the foot-end was unable to lower all the way down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard was inoperable and had no power due to the connector pins were bent. No scale or bed exit available. Foot-end lift was stuck at high height and unable to lower due to the lift was binding.